Event description:
It was reported to boston scientific corporation that during a ureteroscopy with laser lithotripsy procedure using a flexiva 200 tractip laser fiber, the tip of the fiber broke while it was being fired. It is unknown if the fiber broke inside or outside the patient. Laser type and laser settings are also unknown. The procedure was completed with another a flexiva 200 tractip laser fiber with no complications to the patient. The patient condition post-procedure is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
The device was not used past expiry date.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy with laser lithotripsy procedure using a flexiva 200 tractip laser fiber, the tip of the fiber broke while it was being fired. It is unknown if the fiber broke inside or outside the patient. Laser type and laser settings are also unknown. The procedure was completed with another a flexiva 200 tractip laser fiber with no complications to the patient. The patient condition post-procedure is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
Visual analysis of the returned fiber revealed no exposed glass tip is remaining. The pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip broke off. The fiber is broken 3.14 meters from the 'sub-miniature a' (sma) face. Burn marks were observed at the break of the fiber.